Event description:
It was reported that pt reported ceramic on ceramic squeaking 6 months ago. Followed up with symptoms of grinding. Following a fracture of the acetabular liner and scoring in ceramic head was found.